Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted on the sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. Review of the device history record was not possible as the lot number is unknown. The cause of the reported st segment elevation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3005334138-2019-00356. During a redo atrial fibrillation ablation procedure, st segment elevation occurred. Following transseptal puncture, guided by x-ray and echocardiography imaging, contrast injection revealed the sheath in the transverse pericardial space instead of the left atrium. Blood pressure and oxygen saturation levels remained stable when this was observed but the electrocardiogram showed st segment elevation which resolved on its own. The procedure was continued and a second transseptal puncture was performed. While confirming the sheath was in the left atrium via contrast injection, st segment elevation recurred. The patient then became hypotensive, oxygen saturation levels declined and the patient went into atrioventricular node block along with a ventricular tachycardia episode. The procedure was stopped and the st elevation resolved without intervention and adrenaline and oxygen was administered to recover the heart. Coronary and cerebral angiography confirmed there was no air embolism following the symptoms but transesophageal images indicated small air bubbles in the left cavities before st elevation had occurred. The patient left the or in stable condition.